Event description:
A peritoneal dialysis (pd) patient reported having had peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 and diagnosed with peritonitis. The hospital documentation in the patient¿s records only stated unspecified peritonitis. No culture results or antibiotic therapy was documented. The patient was discharged on (B)(6) 2022. The cause of the peritonitis is unknown. No additional information pertaining to the event was available.